Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. In 2005 the physician successfully implanted a taxus express2 2.5 x 16 mm drug eluting stent into the left anterior descending (lad) artery. The balloon deflated with no complications, however, as the physician attempted to withdraw the balloon from the stent, it was excessively sticky. The guide catheter was forced down to the proximal lad. It is unknown if the balloon was sticking to the stent. The physician inflated and deflated the balloon again and was then able to withdraw the system without further issue. There were no reported patient complications.